Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("reproductive system disorder or condition- pelvic inflammatory disease") in a 32-year-old female patient who had essure (batch no. B02263) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one of the coils did not eject properly so another device had to be used instead." And device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's medical history included itchy rash, heavy periods, libido decreased, bloody vaginal discharge, irritable bowel syndrome, urinary tract infection, infertility nos, inflammatory bowel disease, prophylaxis against postoperative nausea and vomiting, c-section on (B)(6) 2011, tubal ligation on (B)(6) 2012 and uterine inflammation. Previously administered products included for birth control: mirena uid. In 2013, the patient experienced hypersensitivity ("allergic reactions") and inflammation ("inflammation"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic inflammatory disease, dysmenorrhoea, dyspareunia and fatigue had resolved, the hypersensitivity, inflammation, allergy to metals and vaginal discharge outcome was unknown and the alopecia was resolving. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, inflammation, pelvic inflammatory disease, pelvic pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia(painful sexual intercourse), hair loss, pelvic pain, vaginal discharge, reproductive system disorder or condition- pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet and medical records received - reporter information was updated. Patient information was updated. Product information updated. Lot no. Was added. New events reproductive system disorder or condition- pelvic inflammatory disease, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), fatigue, hair loss, nickel allergy, vaginal discharge device deployment issue , and device monitoring procedure not performed were added. Historical drug was added. Medical history added. Outcome of event pain was updated from unknown to recovered / resolved. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("reproductive system disorder or condition- pelvic inflammatory disease") in a 32-year-old female patient who had essure (batch no. B02263) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one of the coils did not eject properly so another device had to be used instead." And device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's medical history included itchy rash, heavy periods, libido decreased, bloody vaginal discharge, irritable bowel syndrome, urinary tract infection, infertility nos, inflammatory bowel disease, prophylaxis against postoperative nausea and vomiting, c-section on (B)(6)2011, tubal ligation on (B)(6)2012 and uterine inflammation. Previously administered products included for birth control: mirena uid. In 2013, the patient experienced hypersensitivity ("allergic reactions") and inflammation ("inflammation"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In july 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and supracervical hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, pelvic inflammatory disease, dysmenorrhoea, dyspareunia and fatigue had resolved, the hypersensitivity, inflammation, allergy to metals and vaginal discharge outcome was unknown and the alopecia was resolving. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, inflammation, pelvic inflammatory disease, pelvic pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: - dyspareunia(painful sexual intercourse), hair loss, pelvic pain, vaginal discharge, reproductive system disorder or condition- pelvic inflammatory disease, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), pelvic inflammatory disease ('reproductive system disorder or condition- pelvic inflammatory disease') and salpingitis ('fallopian tube inflammation') in a 32-year-old female patient who had essure (batch no. B02263) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one of the coils did not eject properly so another device had to be used instead." And device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's medical history included tubal ligation on (B)(6) 2012, c-section on (B)(6) 2011, itchy rash, heavy periods, libido decreased, bloody vaginal discharge, irritable bowel syndrome, urinary tract infection, infertility nos, inflammatory bowel disease, prophylaxis against postoperative nausea and vomiting, uterine inflammation and multiparous (dob: (B)(6) 2008, (B)(6) 2012, (B)(6) 2013, (B)(6) 2005, (B)(6) 2008 (discrepancy in date of birth, as reported)). Pelvic exam: some definite inflammation. Previously administered products included for birth control: mirena uid. Past adverse reactions to the above products included genital haemorrhage with mirena uid. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced hypersensitivity ("allergic reactions") and uterine inflammation ("inflammation/some definite inflammation/uterus was extremely inflamed"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/lots of dull cramping/just constant mild cramping") and allergy to metals ("nickel allergy/reaction to the nickel"). In july 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)/painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/fatigue") and alopecia ("hair loss/hair falling out at an alarming rate"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods / heavier periods"), vaginal haemorrhage ("very thick mucous discharge-sometimes blood tinged"), post procedural haemorrhage ("had the same procedure, had bleeding afterward off and on for a couple of weeks"), abdominal distension ("bloating"), rash pruritic ("rash all over that itched like crazy"), vaginal odour ("my vagina smells like puke"), pruritus ("my head had been itching terribly for several days and now last night I got rash all over that itched like crazy"), loss of libido ("sex drive is not existent/sex does not feel good"), cystitis ("bladder infection a couple weeks after insertion"), sciatica ("sciatic pain is really sharp"), flatulence ("gas pain") and complication of device insertion ("one of the device failed to release in the first kit") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with antibiotics, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and surgery (salpingectomy and supracervical laparoscopic hysterectomy partial). Essure was removed on 15-nov-2013. At the time of the report, the pelvic pain, pelvic inflammatory disease, dysmenorrhoea, dyspareunia and fatigue had resolved, the salpingitis, allergy to metals, hypersensitivity, menorrhagia, vaginal haemorrhage, post procedural haemorrhage, uterine inflammation, abdominal distension, vaginal discharge, vaginal odour, pruritus, smear cervix abnormal, cystitis, sciatica, flatulence and complication of device insertion outcome was unknown, the alopecia was resolving and the loss of libido had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fatigue, flatulence, hypersensitivity, loss of libido, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, pruritus, rash pruritic, salpingitis, sciatica, smear cervix abnormal, uterine inflammation, vaginal discharge, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: patient's pregnancy history: 5th child on 11-may-2013. Plaintiff is completely back to normal after hysterectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: - dyspareunia(painful sexual intercourse), hair loss, pelvic pain, vaginal discharge, reproductive system disorder or condition- pelvic inflammatory disease. Concerning the injuries reported in this case, the following ones were confirmed in social media records: fallopian tube inflammation, very thick mucous discharge-sometimes blood tinged, sex drive is not existent/sex does not feel good, my head had been itching terribly for several days and now last night I got rash all over that itched like crazy, abnormal pap, my vagina smells like puke, bloating, gas pain, heavy periods/heavier periods, had the same procedure, had bleeding afterward off and on for a couple of weeks, sciatic pain is really sharp, bladder infection a couple weeks after insertion, one of the device failed to release in the first kit. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2019: content from social media received : events per social media: fallopian tube inflammation, very thick mucous discharge-sometimes blood tinged, sex drive is not existent/sex does not feel good, my head had been itching terribly for several days and now last night I got rash all over that itched like crazy, abnormal pap, my vagina smells like puke, bloating, gas pain, heavy periods/heavier periods, had the same procedure, had bleeding afterward off and on for a couple of weeks, sciatic pain is really sharp, bladder infection a couple weeks after insertion, one of the device failed to release in the first kit were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions") and inflammation ("inflammation "). The patient was treated with surgery (surgery to remove essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, hypersensitivity and inflammation outcome was unknown. The reporter considered hypersensitivity, inflammation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.